Event description:
Information received indicates the weld broke on the caster causing the caster to fall off of the base frame.

Manufacturer narrative:
The account replaced the caster base frame to repair the stretcher.